Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the left ventricular (lv) lead was connected to the device the lead impedance was undefined and high. When the lv lead was tested through the analyzer all impedance measurements were normal. The lead was programmed to a vector with acceptable measurements. The physician decided to leave the lead implanted as the procedure had been lengthy. The lead remains in use. No patient complications have been reported as a result of this event.